Manufacturer narrative:
The I/a handpiece will be sent for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The surgeon reported that the I/a luer connector was loose and aspiration was poor. The I/a handpiece was switched out and the case was completed as planned. No pt injury was reported.